Manufacturer narrative:
The customer reports that multiple telemetry (transmitters) on multiple floors go into signal loss while being viewed on the cns (central monitoring system). The customer stated that the issue is intermittent, and that the cns will sometimes display a "saw tooth" wave form when the signal is dropped. Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. Nihon (B)(4) will submit a supplemental report in accordance with 21 cfr part 803.56 if the product is returned for evaluation or new information is obtained.

Event description:
The customer reports that multiple telemetry (transmitters) on multiple floors go into signal loss while being viewed on the cns (central monitoring system). The customer stated that the issue is intermittent, and that the cns will sometimes display a "saw tooth" wave form when the signal is dropped.

Manufacturer narrative:
Manufacturer narrative: the customer reports that multiple telemetry (transmitters) on multiple floors go into signal loss while being viewed on the cns (central monitoring system). The customer stated that the issue is intermittent, and that the cns will sometimes display a "saw tooth" wave form when the signal is dropped. Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.